Event description:
Customer reported the insulin pump alarmed "no delivery". Troubleshooting was performed. Customer's blood glucose was 528 mg/dl, treated with a bolus and did a set change. Alarm and possible causes were explained to the customer. Customer was unable to continue troubleshooting. Customer was advised to do a complete set change. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.